Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/03/2015 with the following findings: investigation revealed the display screen was dim and discolored. A battery compartment crack was discovered. Unrelated to the display and battery compartment issue, evaluation revealed the labelling was damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen and a battery compartment crack. This report is made based on results of the investigation performed on 02/03/2015.